Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 84mg/dl at the time of the incident. Customer states that reservoir compartment5 has broken and o-ring is starting to come out hence unable to reservoir in the pump. Customer performed troubleshoot for physical damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump had cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corner, minor scratched display window and missing end cap sticker. No damage on reservoir tube o-ring noted.